Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Batch # m5277p. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On this firing, did the device cut? If yes, was the cut line complete? Please clarify what is meant by, ¿there was no staples outside.¿

Event description:
It was reported that during a low anterior resection procedure, there was no staple line at the distal end. Checked, there was no staples outside. Hand sewing was used to fix. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # m5277p. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.